Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a different wall outlet and tried leaving the adapter plugged in for at least 30 minutes, which allowed the pump to start charging. Ultimately, the use of a different wall adapter and charging cable resolved the issue, and the charger was replaced by technical support.